Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon review of the patient's data it was found that the pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms eleven months earlier. It was noted that the pacemaker had been reprogrammed to pace and sending in the ventricle, thus electrically abandoning the ra lead approximately two years earlier for an unknown reason. It was also noted that the battery indicated one and a half years remaining, while the magnet rate showed 100 and the gas gauge indicated it was close to elective replacement indicator (eri). At this time the physician has opted to continue to monitor the patient with increased follow up visits. The ra lead and pacemaker remain in service and no adverse patient effects.

Event description:
Additional information was received that during a change out procedure for normal battery depletion the physician tested the ra lead on a pacing system analyzer (psa) and found continued out of range pacing impedance measurements. However the physician opted to plug the lead into the port of the new device and electrically abandon it via programming instead of surgically abandoning it. The ra lead remains in service and mo adverse patient effects were reported.